Manufacturer narrative:
(B)(4).

Event description:
It was reported that part number 2140j was ordered and this was the part number on the box but the part inside the box was not what had been ordered. No patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2018. Investigation summary: received 44 each of 2140j, lot number 183199. Confirmed that the product inside of the sealed packages did not match the photo of the packaging. There was no thread on one end of the device and the incorrect type of connector on the other end of the device. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.